Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station the device with download was stopped. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the date on the station was off by a day. A technical support specialist dialed and corrected the date to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.